Manufacturer narrative:
Result: footboard connector.

Event description:
It was reported by service report that the footboard has no power, and bed exit could not be armed. The customer does not know if there was pt involvement or if there were adverse consequences to report.